Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, migrated, tilted and embedded in wall of the ivc. The device was removed percutaneously. The patient reportedly experienced abdominal and groin pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Following day, the patient experienced abdominal and groin pain. X-ray revealed that the ivc filter with a portion of the prongs extending into the right renal vein. Following month, the patient admitted for the filter removal, a scout radiograph revealed that there was a leftward tilting of the filter and the filter was successfully removed. Therefore, the investigation is confirmed for the filter tilt and perforation of the ivc wall. However, the investigation is inconclusive for the filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated, migrated, tilted and embedded in wall of the ivc . The device was removed percutaneously . The current status of the patient is unknown.